Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) around flap edges in both the eyes one day post treatment. The topical steroid dosage was increased. The dlk was reported as resolved by (B)(6) 2014, however, the patient returned to the center on (B)(6) 2014 with dlk stage 1 on the left eye. There was no loss of best corrected visual acuity (bcva) reported.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) around flap edges in both the eyes one day post treatment. The topical steroid dosage was increased. The dlk was reported as resolved by (B)(6), 2014, however, the patient returned to the center on (B)(6), 2014 with recurrent dlk. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.